Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving un unknown drug of an unknown concentration at an unknown dose rate via implanted infusion pump. It was reported that the patient contacted the physician on (B)(6) 2025 because the catheter came out from the back bedsores during hospitalization at the urology department. The catheter was removed from the back bedsores and reinserted. Wound closure/surgical incision closure operation was performed. Due to the situation with the bedsores, the catheter and the pump were also considered for removal, but this time it was not possible. The physician hopes that the wound will not become infected in the future. The outcome of the event was indicated as recovered. Regarding catheter extrusion due to bedsores near the anchor in the back, it was indicated that the event was unrelated due drug, pump, catheter, and procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jul-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6)2019 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the reason for initial hospitalization at the (B)(6) department was unknown. There were no known factors that led or contributed to the need for hospitalization. It was further reported that the length of the hospital stay was extended due to the re-insertion of the catheter and the closure of the wound. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the catheter was implanted on (B)(6)2019.